Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported being hospitalized due to high blood glucose levels. Customer reported that she was supposed to receive emergency supplies but did not, and as a result, she experienced a blood glucose level over 500 mg/dl. Blood glucose level at the time of the call was not provided. No further information was provided.